Event description:
It was reported that, while in use on a patient a 980 ventilator generated a battery error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the battery and performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
Product analysis: a battery was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and functionality testing was performed. The diagnostic logs were reviewed and found to have an analog digital converter (adc) voltage out of range error. An investigation was performed and the product analysis technician reported that the reported issue was verified; however, the root cause could not be determined. If information is provided in the future, a supplemental report will be issued.